Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and electrical performance.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During pre-implant testing, the pacing impedance was measuring greater than 1400 ohms. The helix mechanism required 30 turns to extend and retract however the physician decided to go ahead and implant this lead. During implant, the lead was repositioned multiple times but had high threshold and high impedances. It was suspected that the lead dislodged. A different rv lead was implanted successfully. No adverse patient effects were reported.